Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, with blood glucose decreasing to 49 mg/dl and measured at 60 mg/dl at the start of the call after a meal of chicken cutlets and calamari, and troubleshooting and education were provided. Symptoms included low blood glucose. Outcomes included urgent low glucose alerts and a low glucose event. Investigation included remote troubleshooting and user education. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was not attributable to a confirmed device failure and the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.